Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and a fluid loss in the tubing was observed. The aus was explanted and replaced. There were no additional patient complications.